Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6, patient information: unknown/not provided. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the johnson and johnson (jnj) intraocular lens (iol) was implanted into the patient¿s left eye. The patient experienced poor vision due to halos and glare. The iol was explanted and replaced with a non-johnson and johnson lens. There were no complications such as a capsule tear, vitrectomy, incision enlargement, sutures or medication outside of the standard of care. The patient was reported as doing well. No further information was provided.

Manufacturer narrative:
Additional information. Section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: jan 12, 2026. Section h3: evaluated by manufacturer? Yes. Device evaluation: the complaint lens was received. The lens was visually inspected revealing that the lens was cut in half and coated in viscoelastic residue. The lens was clean and inspected and no further issues were observed. During the product evaluation it was confirmed that the physical characteristics of the lens matched a drn00v model lens. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.